Event description:
It was reported that rebleeding was noted. The target lesion was in the kidney vessel. A 4mm/4mm vortx - 18 was used for treatment on (B)(6) 2020 after five other coils were placed. Post procedure, it was found out that the patient was still bleeding thus treated again on (B)(6) 2020. There was nothing abnormal with the coil after it was released successfully. The physician thought the rebleeding was related to the user's operation method as it was very difficult to find the bleeding spot because the kidney artery was brittle and the patient's lesion was difficult to embolize. The patient's condition was stable and there were no further complications reported. It was noted that if the rebleeding could not be controlled, the patient would need to undergo interventional surgery again.